Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The dilator and sheath had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly. No resistance was noted; however, the aforementioned damage is consistent with the reported insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿ the cause of the needle insertion difficulty and puncture is consistent with not following the instructions for use.

Event description:
During the procedure, after the introducer packaging was opened, the brk needle was unable to pass through the sheath. The sheath was exchanged and the procedure was completed with no patient consequences. The needle was not pre-shaped and a stylet was not used.